Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction (incontinence, urgency, and/or frequency. The rep reported that high impedances >4000 on all 4 electrodes were observed on the day of surgery ((B)(6) 2026) and in recovery/post-op. No stimulation issues were reported as a result, and no troubleshooting was performed. The cause of the impedance issues was unknown. The device was currently implanted and out of service. The rep stated that device revision was planned on (B)(6) 2026. The patient had an appointment scheduled in office and a rep will accompany staff to complete an additional impendence assessment. Next steps will be determined depending on the results. The issue was ongoing and not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.